Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient did not return the device for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D11: medical product: ebi biomet bone healing system catalog #1068234 serial (B)(4). D11: therapy date: (B)(6) 2019. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H3: not returned to manufacturer. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data h3 other text : device was not returned.

Event description:
It was reported that the patient experienced pain about an hour after beginning usage of the bhs unit. The patient indicated that the pain was in the area where the coil of the unit was located, and her skin was very hot in the location. She stated that the pain would get more intense the longer she had the stimulator on. The patient stated that she tried using the stimulator numerous times but it kept causing pain. She described the pain as a burning intense pain, and stated that the pain level was over 10. The patient consulted with her doctor, who took no further action. The patient took percocet for the pain, which was prescribed at the time of surgery, and then tylenol. The patient has discontinued use of the unit. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The device is not expected to be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device not returned to manufacturer.

Event description:
It was reported that the patient experienced pain about an hour after beginning usage of the bhs unit. The patient indicated that the pain was in the area where the coil of the unit was located, and her skin was very hot in the location. She stated that the pain would get more intense the longer she had the stimulator on. The patient stated that she tried using the stimulator numerous times but it kept causing pain. She described the pain as a burning intense pain, and stated that the pain level was over 10. The patient consulted with her doctor, who took no further action. The patient took percocet for the pain, which was prescribed at the time of surgery, and then tylenol. The patient has discontinued use of the unit. No additional patient consequences were reported.